Event description:
Adverse event(s): "no pt impact" (no consequences or impact to pt). Product problem(s): "touch screen did not respond" (no display or display failure). A facility reported during setup the touchscreen did not respond. The remote control was used to complete the case. There was a 30 minute delay. The pt was prepped during the delay. No pt impact reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).